Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient experienced peritonitis manifested by cloudy drain and abdominal pain. The patient was hospitalized for the event. On an unreported date, treatment included 50mg ciprofloxacin 25mg/liter of pd solution and vancomycin 1g intravenous (IV). The outcome of this event was not reported.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. However, the patient experienced peritonitis on an unreported date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4): the dianeal therapy was stopped for the observation of the pd catheter. On an unreported date, the patient was temporarily shifted to hemodialysis until the pd catheter was ok to use. The patient was discharged from the hospital. No antibiotic was prescribed at home.